Manufacturer narrative:
(B)(4). Date sent: 10/16/2020. D4: batch #u5cm51. Investigation summary: the analysis results found that one pce60a device was returned with the anvil bent upwards and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 with the cartridge deck damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The device opened and closed without any difficulties noted. The partial fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4) batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a da vinci /hemicolectomy left procedure, the ec60 could no longer be opened. Staple seam was fired, could no longer be opened in the tissue. Stapler was cut out with the tissue, since an anastomosis was performed anyway. Afterwards the ec60a was opened by force. No harm to the patient.